Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 14, 2008, the lay user/ patient contacted lifescan (lfs) alleging that a onetouch ultra meter had a battery indicator issue. The medical affairs specialist (mas) was able to contact the patient to obtain additional information. The patient tests her blood glucose two times a day: once in the morning before having breakfast and again in the afternoon. She also takes lantus 6 units and regular insulin on a sliding scale to manage her diabetes. On the day before at night, the patient claimed that her meter had a battery indicator issue. The next morning, she took her usual dose of 6 units of lantus and reportedly became "clammy and sweaty" three hours later. The patient states that she based her insulin intake on the meter readings; therefore, if the readings were low that morning, she mentions that she would not have taken the 6 units of lantus. The patient reportedly administered self-treatment with orange juice and peanut butter with crackers and reportedly felt better. The batteries were then replaced and a blood glucose result of "293 mg/dl" was reportedly obtained on the subject meter. The mas confirmed with the patient that the emergency medical services team came at a later time for another incident unrelated to this one. This was not a new out of box product. The patient did not change the battery per the owner's manual. There was no meter trauma. The patient's products are being replaced. This complaint is being reported due to the following conclusions: the patient claimed that she developed symptoms suggestive of hypoglycemia after the alleged meter issue began.